Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; and additionally, a different issue was identified [damaged display]. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.